Event description:
An adult patient had two defects and a 28mm amplatzer® septal occluder (aso) was chosen. The width of the color flow signal was measured through the defect between the first defect and the aorta. The aso was placed correctly; however, upon deployment, the aso rotated with the delivery cable due to insufficient friction between the aso and septum. After placing slight tension on the left-sided disc, the aso embolized into the right atrium. The aso was percutaneously removed and the patient will undergo surgical intervention at a later date.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Aga requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive since no additional information was received. The cause of this event remains unknown. If you have further information that will help us to better understand this event, please forward the information to us at the email address below.